Event description:
Event description guidant received information that this ventricular lead was reported by the patient, at a follow-up visit, to have been explanted due to a malfunction that was draining th ebattery of the device. The lead did have high threshold measurements at the implant procedure and they did rise after the implant. The lead was removed, replaced and is coming back for analysis, according to the patient. The patient has supplied all of this information, he has also informed us that he has retained a lawyer to represent him on this issue.